Event description:
The customer called to report multiple weak battery alarms. The customer tried a new package of batteries and the problem continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded/rusted battery tube. Unable to perform the displacement test due to the blank display. No weak battery alarms were noted.